Event description:
At onset of injecting an insulin dose, the safety device partially and improperly deployed resulting in an unknown amount of insulin being injected. Subsequently, the needle never did retract and the insulin appears to have somehow been pulled beyond the stopper into the syringe.